Manufacturer narrative:
Please see MFR # 3012307300-2018-02106 for related device incident.(b)(64).

Event description:
Patient reported that his ambulatory infusion pump, which had previously undergone a sensor adjustment, stopped infusing and emitted a "no disposable" alarm while the patient was at school. Given that the patient was at school and did not have a back-up pump he contacted the hospital who instructed him to flatten a part of the cassette tube which came in contact with the pump's sensor as an emergency measure. This intervention was successful and the alarm stopped. The pump was suspended for approximately 1 hour and it made him feel a little sick.